Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Pump was reset successfully with assistance from technical support, and no further malfunction occurred. Customer was informed to monitor the situation and contact support if the issue recurred.